Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. A write to locked ram power-on-reset (por) occurred on (B)(6) 2015. (B)(4).

Event description:
It was reported that that a power on reset (por) had occurred on the device. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.